Manufacturer narrative:
MFR received notice from an attorney alleging that a bed was set up incorrectly, causing the user to fall out of the bed, and break their shoulder. Malfunction not apparent. Info suggests a set up error. MDR filed based on alleged injury.

Event description:
The dealer received a letter from an attorney alleging the bed was not set up correctly, causing the consumer to fall out of the bed and break his shoulder.